Manufacturer narrative:
The device was not returned to the manufacturer for analysis as it remains within the patient; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported through the web pas clinical study, event #3. Event term: web compaction, addition of stent and coil. No technical event reported. The relationship to the study device is reported as probable. Relationship to study disease is reported as possible. Ae outcome: recovered/resolved. Date of resolution: (B)(6) 2025.